Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included, no additional patient information was available.

Event description:
The customer observed falsely elevated alinity I free t4 results for a 72-year-old female patient. "On" (B)(6) 2026, alinity I free t4 result for sid (B)(6) was 3.57 ng/dl, repeated after re-centrifugation >5.00 ng/dl. Other testing performed: lumipulse 1.12 ng/dl, cobas 1.09 ng/dl. No impact to patient management was reported.